Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set cannula was leaking. The infusion set was in use for more than 3 hours .patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1906797 - MDR 3003442380-2024-09065- device 1 of 2.